Event description:
The pt's family member called regarding multiple concerns with the pt's pump. They have had numerous occlusions, which occur nightly. The family member belives there have been at least 35 in the last several weeks. They feel that the pump is not delivering their insulin all the time, because they bolus and change the site and the pt's blood glucose level does not come down. Also the pump is suspending itself during the night.